Event description:
The customer reported that the device charges and delivered 200j with no problem, the capacitor started to break down and make noises. The customer reported no pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.